Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was returned with a cut and torn keypad cover. During testing, the ok, up arrow and down arrow keypad buttons were intermittently responsive. The keypad cover was removed and contamination was found under all of the keypad button contacts. A display lens leak was observed with evidence of moisture corrosion inside the pump. Unrelated to the initial complaint, the display screen was dim and discolored. In addition, the audio bolus button was difficult to push.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile cngs prior dmg w/moist) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive. The pump keypad was allegedly damaged, and moisture was visible behind the ir window. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.